Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using batteries and led segments did not illuminate. During the operational testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the failed led segments did not have sufficient voltage due to an open circuit across their nodes on the system circuit board which caused them to not illuminate on the display. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device has a missing led segment. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device has a missing led segment. No consequences or impact to patient were reported.